Event description:
A customer contacted beckman coulter regarding erroneously elevated rbc, hemoglobin (hgb) and platelet (plt) results from a single patient that were generated by the coulter ac t diff 2 instrument. The rbc result was 5.21 x 10 to the power of 6 cells/ul. The hgb result was 16.6g.dl. The plt result was 481 x 10 to the power of 3 cells/ul. All 3 results were printed with user defined flags. The results were reported out of the lab. The customer tetested the original patient sample on the same day, several hours later, and obtained significantly lower results for rbc, hgb, and plt. The rbc result was 4.06 x 10 to the power of 6 cells/ul. The hgb result was 12.9g/dl. The plt result was 375 x 10 to the power of 3 cells/ul. No information was provided if repeated results were reported out of the lab. The customer indicated there was no change in patient tretment that can be attributed to or conected with this event.